Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not determine with retains source: phone.

Event description:
Customer reporting 1 false positive, asymptomatic sars result. Customer communicated the result was confirmed negative by pcr.